Event description:
A valiant stent graft system was implanted for the treatment of a thoracic descending aortic dissection. It was reported that the patient presented emergently. The patient was stabilized and prepared for an endograft. The poor quality CT showed a thoracic dissection and rupture. Fenestration or fenestrations of the intima could not be seen on the CT. Intra-operative ivus demonstrated a proximal (at or slightly distal to the lsa) fenestration and angiogram showed rupture / extravasation in roughly the same area. The implant halted the blood loss and false lumen filling of contrast. The patient was recovering well. The following day bleeding resumed in large quantity as evidenced by chest tube drainage. Intra-op angiogram showed a new fenestration 3-4cm distal to the graft with false lumen flow back to the rupture site. The patient expired. A review of returned pre-implant cta's confirmed that the patient had an aortic dissection beginning just below the arch near the lsa, extending distally into both iliac arteries. There was a 5cm taa in the mid-descending thoracic. The thoracic diameter at the level of the lsa was approximately 30mm and just proximal to the celiac was 32mm. Images during and post-implant were not provided. The cause of the events could not be determined.

Manufacturer narrative:
(B)(4).